Event description:
The manufacturer received information alleging a patient expired while the ventilator was in use. The patient's caregiver alleges the device did not alarm. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly did not alarm while in use and the patient expired. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device passed all testing. No malfunction of the device was observed. The device was found to alarm as designed. The device's error log was reviewed by the manufacturer. The review confirms that on the date of the alleged event, (B)(6) 2016, the device alarmed serveral times for patient disconnect conditions. These alarms were acknowleged by the evidence of reset keypress entries in the downloaded error log. The manufacturer concludes the device did not cause or contribute to the reported event.